Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was explanted. No new penile prosthesis was implanted. It was further reported that the patient was admitted two days prior to the procedure due to scrotal infection. After removal of ipp the zone was washed out with antibiotics. No more information available at the moment. Should additional information become available, it will be provided.